Manufacturer narrative:
Product event summary - the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met.

Event description:
It was reported that remote transmission showed that there had been a lead integrity alert on the right ventricular lead. A device check showed an episode of oversensing by pocket manipulation and when the patient contracted their abdominal muscles. The sensitivity of the right ventricular lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.